Event description:
During transbronchial cryobiopsy interventional procedure. The rigid bronchoscope was first wedged into the lingula, where normal saline was instilled for return of clouded lavage fluid. Next, the 1.9mm cryoprobe was fed through a 2.6mm olympus guidesheath, that was guided to the posterior segment left upper lobe via a pair of flexible forceps in the working channel of the bronchoscope and visualized by fluoroscopy. A 5fr fogarty balloon was positioned in the division, then inflated after a freeze on the cryoprobe of 10 seconds and removed to thaw tissue in saline that was then placed in formalin. This was repeated again in the apical division of the left upper lobe, and another cryobiopsy was obtained using the same method from the posterior segment of the left upper lobe. During the positioning, it was noted that the distal radio-opaque tip of the guide sheath was missing. We scanned the patient's chest to ensure that the piece had not fallen off into the airway.